Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: pump has been emitting loss of prime warning up to 5 times each day for past few days. The issue started about 3 weeks ago and has been becoming more frequent. No change in temperature or force and no recent trauma reported. Reporter states sometimes pump loses prime during the night and patient does not hear it, then awakes with a blood glucose (bg) of over 600 mg/dl, with no symptoms. Patient then boluses with pump and bg returns to normal. Customer support (cs) reviewed alarm history shows one empty cartridge warning; however, mother is aware of warning after alarm. Reviewed filling technique with patient and found patient is filling with cold insulin and does not cycle cartridge. Patient changed cartridge yesterday and has not received any more warnings and is able to prime and deliver boluses as intended. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia after the use errors of not cycling the cartridge and filling it with cold insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The cartridge was not returned. A reserved sample was tested and evaluated on 02/12/2014 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.